Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " doctor had inserted the catheter into the patient and confirmed correct position placement however there was no back flow noted. Catheter removed and another set opened to complete the procedure which was successful. The doctor is experienced in inserting arrow perm catheters. "

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "doctor had inserted the catheter into the patient and confirmed correct position placement however there was no back flow noted. Catheter removed and another set opened to complete the procedure which was successful. The doctor is experienced in inserting arrow perm catheters."